Manufacturer narrative:
Concomitant medical products: 6944-65 lead, implanted (B)(6) 2012.

Event description:
It was reported the left ventricular lead had no capture. A lead revision procedure was attempted, but due to occlusion, the lead could not be replaced. The lead remains in use, with normal impedance, but high threshold. No patient complications have been reported as a result of this event.